Event description:
It was reported that a user experienced a pairing failure when first scanning a FreeStyle Libre 3 Plus sensor with the iLet, followed by an activation successful message on a second scan; subsequent verification confirmed the sensor was pairing and that glucose readings would populate after the standard warm-up period. No adverse clinical symptoms reported. Outcomes included no impact beyond transient loss of glucose data display until successful activation. Investigation included user troubleshooting and education with repeat scanning and confirmation of pairing on the device. Investigation of this case revealed a transient communication interruption between the sensor and the iLet that resolved after rescanning, with no evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a transient communication interruption resolved through standard troubleshooting.

Manufacturer narrative:
Initial.